Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the usb charging port was damaged and the usb cable had to be maneuvered to charge pump. The customer declined follow up from tandem technical support. There was no reported impact to customer's blood glucose.